Event description:
Please let me know what your policy is on patient harassment when reporting adverse events to pharmaceutical device manufacturers. My primary complaint is against abbott. I have been using their freestyle libre 3 sensors. On information and belief they have had severe quality control problems and should not continue to be on the market. I have had three sensors fail. When I called in report an issue with the sensor a third time, they told me the values were normal. My sensor read 54 mg/dl. Just to be clear, I do not slip below 70 mg/dl. I am not on insulin. So it was clear as day that abbott has been producing faulty devices or at least their device needles or insertion system fails more than their prior freestyle libre 2. On information and belief, this has been an issue with other patients as well. It is common knowledge that when the manufacturer is informed of more than two failures of their sensors due to their own manufacturing errors and/or a device that has inadequate efficacy, they then turn around and advise their customers to engage in actions that were not part of the FDA authorized method of using the devices. For example, in my case it was suggested that indeed 54 mg/dl is the right value. And that I was at error. As already stated, and I can verify with proof that my blood sugar does not go below 70 mg/dl as I am not on insulin. Additionally, a pin-prick test with one touch confirmed that my blood sugar when the abbott device failed spectacularly was 88 mg/dl. Moreover, the device from abbott has now failed with the error message 373i, and then 380. Indicating it was not my error at all. However the abbott customer service line, made it a point to indicate it was my error. And that I should "move around," to get better readings. Was "moving around," part of the FDA trials? Please issue a recall of all freestyle libre 3 devices unless the manufacturer issues a warning that the readings will be false unless patients "move around." This is not an isolated instance. On information and belief, other patients who had their sensors fall off were advised to use an overpatch or underpatch. They were also given a patronizing lecture on the proper use of the sensor. As it exists abbott is trying very hard to hide these errors and prevent them from clouding their post sale data. There are serious and continuing issues with their sensors to the point it may be necessary to recall these devices. They should not be on the market with such tactics preventing data from being collected to meet post authorization issues. Will the FDA act on this? I am marking the ceo of abbott because this policy of harassing the customers should end right here and right now. Since this is a regular part of their call center script it needs to be stopped with imputed knowledge to the ceo and executive chain. Reference reports: mw5146787, mw5146789.